Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.